Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a "speaker malfunction". A philips field service engineer (fse) confirmed the there was no sound at all from the speaker. The device was in clinical use. No adverse event or patient harm was reported.